Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part:03.804.701s lot:82324087 manufacturing site: werk selzach supplier: synthes USA hq, inc release to warehouse date:14 nov 2024 expiration date: 01 nov 2026 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty (l1) for lumbar compression fracture on (B)(6) 2025. In the surgery, after inflating and deflating the balloon, it became caught on the working sleeve and could not be removed. Again, the surgeon attempted to inflate and deflate the balloon several times, but it would not come out of the working sleeve. Therefore, the surgeon removed the working sleeve, cut the balloon part, and then reinserted the working sleeve. The surgery was completed successfully within 30 minutes surgical delay, the patient status/ outcome is stable. No further information is available.